Manufacturer narrative:
Unit received with blank solid white display with vertical black lines due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to confirm no delivery alarm or missing segments due to display anomaly. Unit also received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and had display anomaly. The customer¿s blood glucose was 579mg/dl at the time of incident. The customer reported that his screen has turned white and he can't see anything on the screen. Customer stated that he does not want to treat for high blood glucose and thinks his cord was kinked. Customer stated that he was getting an insulin flow blocked alarm prior to the screen turning white. The insulin pump will be returned for analysis.